Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0433c, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient¿s lead wire broke (B)(6) 2013. The lead had migrated and she could feel it right under her skin. It was noted the patient still had urinary relief even though the lead broke. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.